Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received for evaluation. The sample consisted of one catheter of product 14.5 fr tal palindrome with slots catheter, 23 cm implant length, 40 cm overall length. A visual inspection was performed and a hole was found on the joint of the catheter, below the hub. Additionally, the sample was received incomplete; it has a cut approximately 6cm below the hub. The sample was submitted to an underwater test and bubbles were detected. The bubbles were coming out below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. The device was in use for 1 year and 4 months. The device was more likely damaged during use. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. In addition, do not use acetone on any part of the catheter. The most probable root cause can be due to improper use of cleaning agents. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y-junction (bifurcate). The catheter was originally implanted on (B)(6) 2014. The catheter was pulled and replaced on (B)(6) 2015. The indwell time was 1 year with 4 months. There was no patient injury.